Event description:
Additional information provided by the surgeon indicates a yag capsulotomy was performed on 03/15/2000. The capsulotomy did not relieve the glare symtpoms. The patient is currently being treated with a mid strength of pilocarpine.

Event description:
A surgeon reports that one of their pts is experiencing severe glare symptoms following intraocular lens implant surgery. The lens remains implanted. Add'l info has been requested.